Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was treated by paramedics for hypoglycemia, with a blood glucose reading of 44 mg/dl. The customer stated that prior to the event, he had received two motor error alarms and other occasions of low blood glucose levels. The customer had stated that the motor error alarms occurred around the time that his wife had an MRI. Troubleshooting was performed. The insulin pump passed the displacement test and the self test. Nothing further was reported.